Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease at l4-l5 and underwent the following procedures: anterior lumbar discectomy at l4-l5 with decompression of the common dural sac and spinal nerves. Microsurgery insertion of l4-l5 antibody bio-mechanical device. Anterior lumbar plate from l4-l5. Intraoperative electrophysiologic monitoring. As per op-notes, "using the operative microscope and microsurgical technique, midline herniated disk fragment was removed, and the common dural sac and nerve roots decompressed. A composite machined cortical bone graft with bone morphogenic protein in its center was placed in the l4-l5 by diskectomy space thereby creating an l4-l5 interbody arthrodesis. An anterior lumbar plate was placed to secure this.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.